Manufacturer narrative:
Additional information: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during electrode and probe placement, while using framelink, the navigation system became unresponsive and unexpectedly exited. It was reported that the site was able to log into the software and continue with the case. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.